Event description:
During implantation of rods, connectors and screws, one of the screws broke. The construct was removed and reassembled. Then a second screw broke and the same process was repeated. Surgery was extended by three hrs.